Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 6/13/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issues explant and unexpected postop refraction could not be confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor explanted ar40m intraocular lens from the patients right eye due to unexpected outcomes. The original ar40m lens was replaced with another ar40m lens. No other information is available.

Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section a5: ethnicity/race: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is during 2023. Section d6a: if implanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.